Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Device replacement was recommended. Subsequently, this ICD was explanted and another device was implanted successfully. This ICD has been received for investigation. No additional adverse patient effects were reported.